Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer required treatment of juice, sugar, and/or food provided by a relative, a neighbor, a friend (a person who is not a medical professional). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.